Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Summary of investigational findings: on (B)(6) 2021 a male patient (unknown age) with previously ascending aortic dissection, ascending arch replacement and stent grafting in 2016 had a zta-p-38-217 (complaint device) inserted to bridge a graft separation from the previously inserted grafts for the dissection. From the context it is assumed this ¿stent grafting¿ and dissection is in the thoracic aorta but it does not say specifically. It is noted that the patient had ¿very tortuous thoracic aorta¿ requiring multiple attempts to track the graft. The physician tried using x 2 lunderquists wire and eventually inserted graft via a thru and thru wire. The sheath was kept post procedure and it was noted that the sheath coiling has lost its integrity due to the tortuosity presented on introduction. No adverse effects on the patient was reported due to this occurrence. Device evaluation has been performed on (B)(6) 2022. Biomatter was present on the device. The device was returned without shipping stylet, peel away, and stent graft. The sheath and inner introduction system were returned separately, and the sheath was bent (at) the middle. Multiple compressions were observed, including servere compressions. It was concluded ¿the returned sheath had multiple compressions along the whole length of the sheath. Around the middle of the sheath where most compressions were observed, the sheath had a u-shaped bent. The event describes that the sheath was advanced through very tortuous anatomy, which is a very probable cause for the observed compression damages on the sheath¿. Review of the device history record gave no indication of the device being produced out of specification. No images or planning sheet was provided. Based on the provided information as well as the device evaluation it seems likely that the sheath damage was due to the a very tortuous anatomy which is interpreted to be outside IFU which states ¿careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/or increase the risk of embolization¿. And ¿no localized angulation should be larger than 45 degrees¿. Further the IFU states ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur¿. No indication of a fault device prior to use. It is unknown if the separated devices to bridge were cook or non-cook devices but it is assessed that this information would not have changed the conclusion in regard to the most likely cause. It is also noted that a zta was used in a patient where the primarily treated underlying medical condition was dissection. According to IFU "the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair is indicated ". But again, this is not assessed relevant for the conclusion. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: zta-p-38-217 inserted to bridge a graft separation from previously inserted grafts for a dissection in 2016. Very tortuous thoracic aorta requiring multiple attempts to track the graft. Tried using x 2 lunderquists wire and eventually inserted graft via a thru and thru wire. The sheath coiling has lost it's integrity due to the tortuosity presented on introduction. Patient outcome: no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.